Event description:
It was reported that the ilet user experienced hyperglycemia after eating a high-carbohydrate breakfast without entering a meal announcement, with glucose rising from 296 mg/dl to 306 mg/dl, after which the user opted to allow automated corrections and later reported a decline to 211 mg/dl. The user went to the hospital but once they arrived, blood glucose began trending down and no hospital evaluation occurred. No device component malfunction was alleged. Symptoms included hyperglycemia and sleepiness/ drowsiness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.